Manufacturer narrative:
(B)(4). Bd received 1 sample and 1 photo from the customer for investigation. The photo and samples were evaluated and the customer¿s indicated failure mode for fm on stopper with the incident lot was observed. Evaluation of both indicated that there was a piece of broken stopper inside the stopper well. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported the bd vacutainer® sst¿ ii advance plus blood collection tubes had foreign matter in the tube; biological and non-biological. The following information was provided by the initial reporter: translated to english. The customer stated "when preparing using the tube, it was found that there was foreign matter in the stopper."